Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, a maude report was received reporting "volun(B)(4)2013: foxcross pta balloon ruptured inside of pt's right femoral artery during insufficient at a pressure of 10; the rated burst pressure is 12. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during post-dilatation in the right femoral artery, a 7x100x135 fox cross balloon ruptured during the first inflation at 10 atmospheres. The device was withdrawn from the anatomy and a different unspecific dilatation catheter was used. Although there was a delay in the procedure due to the balloon rupture, the delay was not clinically significant. There was no reported adverse patient effect. No additional information was provided.